Event description:
It was reported that while using the bd intima-ii catehter the annular tubes was found to fall off easily, and the use was stopped immediately. The following information was provided by the initial reporter, translated from (B)(6): on (B)(6) 2022, when we prepared to use no. 26 closed indwelling needle for the patient, the annular tubes was found to fall off easily, and the use was stopped immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.¿

Event description:
It was reported that while using a bd intima-ii catehter, the catheter backed out of the vein. The following information was provided by the initial reporter: the indwelling needle catheter (catheter is shorter than lily 26g indwelling needle) is easy to come out of the blood vessel or the catheter is completely out of the body, resulting in extravasation.

Manufacturer narrative:
The following fields were corrected due to additional information: b5: describe event or problem: it was reported that while using a bd intima-ii catehter, the catheter backed out of the vein. The following information was provided by the initial reporter: the indwelling needle catheter (catheter is shorter than lily 26g indwelling needle) is easy to come out of the blood vessel or the catheter is completely out of the body, resulting in extravasation. H3: imdrf annex e grid (1): e0504. H3: imdrf annex f grid (1): f11. H3: imdrf annex a grid (1): a0202. H6: investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1174521. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.